Event description:
Initial reporter: (B)(6), called to report that while setting up for a case when attempting to send video to an external stryker boom monitor, when the connection was made the external monitor "flashes for a second" as though it recognizes the export attempt but video cannot be seen on the external monitor. Site attempted to export video to a standalone olympus monitor, with no effect. Site swapped s8s and the issue was resolved, the other s8 was used for the case. This has been a reoccurring issue at the site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5120761.